Event description:
The customer was not able to find the marking on leadscrew. However, the nurse stated that she found the marking, the lead screw rotated completely, and no insulin exited of tubing. The nurse and custoemr indicated that the buttons were sticking and having a hard time getting screens to change. During the call, it was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories were accurate.